Event description:
I had a ultherapy procedure done in (B)(6) 2014 (full face which included upper neck, jaw line, cheek area, brow/forehead). Within 1-2 months post procedure, I noticed my lower face collapsing in, my mid face flattening and overall basically my whole face drop. I, at my own expense, required thousands of dollars worth of fillers around my moth, cheeks, and eyes as well as a collagen builder, sculptra, to attempt to restore some of the lost volume. I still am not back to normal. My face appears distorted. I look very different - and my natural attractiveness was destroyed. I have multiple, multiple personal before and after photos as evidence to support these horrifying results. The clinic where I had the procedure was very nice and professional, but conveniently could not find my "before" pic (?). I also must add that after deeper research, I have found many, many others who have had similar negative effects. It seems that no providers or the ulthera company want to hear about it, agree, or assist in fixing the damage. The verbiage that you sign gives absolutely no warning that this may occur. It simply states that skin laxity, genetic disposition, or healing ability may vary. This is not a procedure for everyone. I think it is for very fatty areas such as double chins etc. This is not for someone with delicate bone structure and an already narrow face. They are using this device on already beautiful people with the sales pitch that it will give them a "refreshed" look while collecting several thousands of dollars. Most of the time the doctor never touches the machine, but a nurse or aesthetician! I as well as others all state that we ended up looking at least 10 years older! It is a horrible, horrible thing. I have multiple before and after photos that I am willing to submit, if needed.